Manufacturer narrative:
Nellcor puritan bennett's failure investigation has not been able to duplicate the failure as described by the end user. The unit was found to be 2-3 points high on the functional tester. Nellcor puritan bennett does not feel this to be clinically significant. Npb feels this matter to be closed.

Event description:
On 10/31/97 a nellcor puritan bennett employee rec'd info alleging that on 10-27-97 an ambulatory crew arrived at the scene of a car accident. Reportedly, a nellcor puritan bennett model npb-40 was used to monitor a victim involved in the car accident. According to the rptr, the pbc-40 displayed an oxygen saturation of 100% and "the crew did not believe it". According to the rptr, a different pulse oximeter was used and displayed an oxygen saturation reading of 53%. The rptr has stated that there was no pt harm or adverse impact as result of the alleged difficulty. The rptr expressed his belief that he "honestly doesn't think there is anything wrong with the monitor", and that, "it is more related to an operator error. These young ambulance drivers who get in a hurry and might be applying the sensor incorrectly".